Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing continued elevated blood glucose levels between 250-515 mg/dl. Patient's target blood glucose level is 120 mg/dl. Patient stated she has been bolusing insulin every 30 minutes to bring the readings down without success. Patient reported she just injected insulin via a syringe to see if it would help bring the readings down. Patient alleges the infusion device is not delivering correctly. Patient stated her current blood glucose level is 410 mg/dl. On call back on (B)(6) 2014 patient reported she used injection therapy on (B)(6) 2014 night to bring her readings down. Patient stated her readings have remained normal since friday night. Patient reported by 11 pm on (B)(6) 2014 her blood glucose readings had come back down to 108 mg/dl. Patient stated she has used on the infusion device and bolused via the device and this morning her readings remained normal. Patient reported her reading this morning was 87 mg/dl. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, cartridge, and infusion set for evaluation.